Event description:
This is filed to report the lock line becoming stuck during deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While removing the lock line, it became stuck. Troubleshooting was performed, however the lock line remained stuck. The physician decided to proceed with deployment and the clip was successfully deployed. The lock line was simultaneously pulled out of the remainder of the clip when the cds was removed from the guide. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received stating that physician cut the lock line before pulling the device out. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line could not be replicated in a testing environment due to the returned condition of the device. However, a knot in the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h1 report type changed from malfunction to serious injury. H6 health effect - impact code 2199 was removed and code 4641 was added.

Event description:
Subsequent to the initially filed report, additional information was received stating the patient returned to the hospital (B)(6) 2022 with recurrent mitral regurgitation (mr) with a grade of 3-4. The physician stated the implanted clip was stable on the leaflets and the recurrent mitral regurgitation was due to progression of disease. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line could not be replicated in a testing environment due to the returned condition of the device. However, a knot in the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. The reported mr appears to be due to patient condition (disease progression). Additionally, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.